Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was not getting coverage on the right side as much as the left. They would like to try to reprogram for better coverage. The patient had additional pain and it had been about 1 year since they were last seen. It was noted the battery connections were all good. An impedance check indicated some electrodes to avoid, 2,3,4,8,10,11,12 had a possible open or short. The patient stated they were not aware of anything that may have caused the issue. The patient believed that in the past they thought the leads moved but they were able to pop the leads back into place and then everything was working well again. It was attempted to increase pulse width on settings to achieve better coverage over pain areas. The patient was reset. It was tried to avoid the yellow electrodes and tried to add extra anodes to push the stimulation more to the patient's right side as that was where they were wanting more therapy. A request for follow up x-rays was placed with the doctor. The patient did not know when the stimulation stopped working so well. The issue was not resolved at the time of report.

Manufacturer narrative:
Concomitant medical products: product ID: 977a290; serial#: (B)(4); implanted: (B)(6) 2019; product type: lead. Product ID: 977a290; serial#: (B)(4); implanted: (B)(6) 2019; product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 03-dec-2022, UDI#: (B)(4); product ID: 977a290, serial/lot #: (B)(4), ubd: 03-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 977a290 serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2022 product type lead product ID 977a290 serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2022 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Rep reported x-ray showed leads had shifted. Existing leads were removed and new leads were implanted. Issue resolved.